Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue was determined to be a failure of an integrated circuit chip, designator u5 from the therapy pcb assembly. Leg 54 of u5 was observed to have no output.

Event description:
The customer reported that their device would no longer power on with ac or dc power. There was no patient use associated with the reported issue.